Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture and sensing and atrial exit/entrance block. It was also noted that possibly the atrial lead was defec-tive.